Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on an unknown roche elecsys analyzer at the customer site and a cobas 8000 e 801 module used for investigation. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh and refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample was initially tested using the roche elecsys analyzer and the wako accuraseed method at the customer site on (B)(6) 2019. The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was repeated on an e 801 analyzer on (B)(6) 2019. The model and serial number of the customer's roche elecsys analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 404623, with an expiration date of july 2020 was used on this analyzer.

Manufacturer narrative:
The sample was investigated. The investigation identified a streptavidin interfering factor in the sample. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."